Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the returned instrument confirmed a good portion of the tip broke off. The broken tip was not returned for evaluation. The root cause appears to be attributed to misuse and heavy usage. The provided lot codes indicate the instruments appear to have been manufactured in 2010 and 2012 and are 4-6 years old. A two-year search of the complaint database identified additional reports for tips breaking. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tips broke off while surgeon was drilling the femoral canal.